Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. During an attempt to update cyber security, the device went to backup bvvi mode. The device was restored to normal function. There were no consequences to the patient.